Manufacturer narrative:
(B)(4). This report is filed 09 sep 2015. The implanted device remains.

Event description:
Per the clinic, the patient experienced a lack of benefit with device use. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.